Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the piston for the preloaded device did not stop at the second line when the surgeon pushed it prior to injection. The surgeon placed the tip of the injector in the wound and pushed the piston towards the second line on the preloaded injector. The piston did not stop and the lens was injected in the capsular bag of the patient's left eye with a pushing motion rather than with the advancement of the piston through a rotating knob action. Patient involvement/delay in surgery was reported. There were no sutures, no incision enlargement, no vitrectomy, and no other complication. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Correction: in further review of this complaint, it was discovered that there was no delay in the surgery as had previously been reported under the initial report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/8/2017. Device returned to manufacturer? Yes. Device evaluation: the injector was received in the original packaging box. Inspection at 10x microscope magnification was performed. The device was fully advanced and locked as required. No viscoelastic residue was observed inside the cartridge. The pushrod tip was completely out of the cartridge tip which could mean that it was used to position the lens. There was no damage on the plunger assembly and the lens was implanted. The reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.